Manufacturer narrative:
Peach et al. "Two-stage revision for the treatment of the infected total elbow arthroplasty." Journal title. 95-b:1681-1686. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written by c.a. Peach, s. Nicoletti, t.m. Lawrence and d. Stanley.

Event description:
It is reported in a journal article that three patients experienced recurrent infection five to ten months following elbow arthroplasty. No further information is available.